Manufacturer narrative:
This report is being submitted as follow up number 1 to provide the retention sample evaluation results. The actual device was not available, therefore the investigation results are based upon the user facility information and retention samples from three recently manufactured lots. No visual anomalies were noted. Dimensional and functional testing confirmed the samples met manufacturing specifications. There is no evidence that this event was related to a device defect or malfunction. The retention samples confirmed the product met manufacturing specifications. The exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device was not available to be returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the destination device un-raveled during a case. Follow up communications with the user facility confirmed the following information: the destination device un-raveled upon removal from the patient at the end of a case; it was confirmed that no portion of the product was left in the patient; a 6fr cook ansel was removed and 7fr destination was inserted; the case was performed as planned; the procedure was completed successfully; and there were no patient issue.